Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/08/2016, (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with hysterectomy, anterior cystocele repair, and cystoscopy, due to sui and pop. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2012, due to erosion. It was reported that patient underwent mesh excision on (B)(6) 2013, due to erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced adhesions, burning after urination, vaginal spotting, nocturnal enuresis, urinary frequency, urinary retention, vaginal discharge, dysuria, hematuria, and malodorous urine. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and ams miniarc were implanted. No additional information was provided.